Event description:
It was reported that the lead was explanted due to svc defib lead impedance > 200 ohms. It was noted that the lead was cut during the explant procedure. No patient complications have been reported as a result of this event.